Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that he decided to remove the dental implant because it was installed too close of patient's inferior alveolar nerve.